Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same date as onset, the patient was hospitalized (discharged after twelve days) and was treated with fortum injection (1gm, route, frequency and duration were not reported, discontinued) and refline injection (1gm, route, frequency and duration were not reported, discontinued). At the time of this report, the patient has recovered and pd therapy was ongoing. No additional information is available.